Manufacturer narrative:
(B)(4) is being used to capture the additional intervention performed.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition resulting in pauses in pacing. The patient reported episodes of syncope and fatigue. The device was reprogrammed. Boston scientific technical services (ts) discussed further programming options. No additional adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition resulting in pauses in pacing. The patient reported episodes of syncope and fatigue. The device was reprogrammed. Additionally, xray images taken showed old and current leads did not appear to be touching. Boston scientific technical services (ts) discussed further programming options. No additional adverse patient effects were reported. The lead remains in service. Subsequent additional information was provided that reported that this right ventricular (rv) lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The rv lead was returned to facility for analysis.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition resulting in pauses in pacing. The patient reported episodes of syncope and fatigue. The device was reprogrammed. Additionally, xray images taken showed old and current leads did not appear to be touching. Boston scientific technical services (ts) discussed further programming options. No additional adverse patient effects were reported. The lead remains in service. Subsequent additional information was provided that reported that this right ventricular (rv) lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The rv lead was returned to facility for analysis.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.